Event description:
We have had at least 3 events with the the saf-t device: 1)2 issues with the male end of the saf-t holder device breaking off in the end cap of the PICC line while nurse was drawing blood. 2)the holder did not release from the tube & when it was removed the bottom of the tube came out with the tip still in the holder and the blood went all over.====================== manufacturer response for saf-t holder, saf-t holder device 9600 (per site reporter)======================our purchasing department notified the rep of the incident. Have not heard back as of this report.